Event description:
It was reported that an endotracheal tube is not suitable for long term ventilated patients as it bends and or kinks easily restricting gas flow to and from a patient. Packaging is not clearly identified. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information added to h3, h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One unused tracheal tube was received for analysis. This device was forwarded to the supplier from whom these components are sources, along with details of this complaint. The supplier report indicates that no manufacturing related issues were observed during their analysis. Measurements of the tubes inner and outer diameters found them within specification, per their report, and no issues were found during batch production or inspections records reviews. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.